Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v932600, product type: lead. Product ID: 3550-06, serial# unknown, product type: accessory. (B)(4).

Event description:
The healthcare professional and a manufacturer representative reported that during an implant surgery the doctor had an issue with the plastic carrier tool. They had difficulties clicking the carrying tool into the tunneling tool and continuing to pull on the plastic guide wire. The carrier tool broke in the tunnel after multiple attempts to pass extensions. The plastic broke shorter than the tunneling tool. A different extension was opened to obtain a new tunneling tool.